Event description:
It was reported that the asymptomatic patient requested for their implantable cardioverter defibrillator to be deactivated during a device check. Upon review, the device was unable to be interrogated. Surface electrogram revealed biventricular pacing. No programming or intervention reported.